Manufacturer narrative:
Based on the claim against the product by the customer noting the broken distal end, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 0.184" x 0.660" was found to be broken off. The broken piece was not returned. Common causes of the failure mode of the broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding the broken distal end was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is a reportable malfunction event due to the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during a procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument distal end was broken off. The procedure was complete with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: this was identified in central sterilization, but the damage occurred before reaching the decontamination area. The customer could not confirm that the missing material/damage occurred outside of a surgical procedure (i.e. Not while in use within the patient) or during a procedure. There were no reports of fragments falling from the device while used within a patient.